Manufacturer narrative:
(B)(4). This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker and a non boston scientific right ventricular (rv) lead exhibited loss of capture with pauses of greater than two seconds, and impedance measurements of greater than 3000 ohms. The patient had symptoms of dizziness and had a heart rate in the 25 to 30 beats per minute (bpm) range. A temporary pacing wire was used, and the device was reprogrammed. No additional adverse patient effects were reported. The device remains in service.